Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient was experiencing discomfort at the ipg site. As such patient underwent surgical intervention on (B)(6) 2021, wherein the pocket site was moved from mid back to the low flank area. This addressed the issue.